Event description:
It was reported that the needle breaks off with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the needle was broken.

Manufacturer narrative:
Investigation: customer returned two (2) used 32gx4mm bd pen needles without a cover, tear drop label, or inner shield attached. Customer reported needle(s) bent, and rear cannula end is broken. Both returned pen needles were examined, and it was observed that one pen needle had a bent non-patient end (npe) cannula, and the other pen needle had a broken npe cannula. No evidence of manufacturing defect was observed. Since both pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle breaks off with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that the needle was broken.